Manufacturer narrative:
(B)(4). Concomitant medical products: unknown- unknown femoral component - unknown no product was returned; visual and dimensional evaluations could not be performed. Photograph of the explanted articular surface was provided which shows blood stains on it and detailed evaluation could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Primary operative notes provided states that there were no intra operative complications seen. X-ray review by third party hcp state that there is no evidence of hardware failure or loosening. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a total knee arthroplasty. Subsequently, the patient was revised approximately 8 years later due to instability. The patient was revised from a 10 ps poly to a cps poly. Attempts have been made and no further information has been provided.